Event description:
Customer reports that they obtained results of hi, 350mg/dl, and 197mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Please reference 1823260-2006-03004. Customer reportedly is still using the same strips as reported in that incident. They were requested to be returned, customer did not return suspect strips.